Event description:
The manufacturer received information alleging a ''service required '' alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was reproduced. The service technician visually inspected the device and found the pca burned, heater plate with electrical damage, the blower with internal saline pollution, iso port kit with contamination and inlet/outlet seal with contamination, ui bezel with scratches and reusable pollen filter. In addition, the devices error log was downloaded, and error codes were present when reviewed. This device was returned unrepaired due to the customer's request.